Event description:
It was reported that the caller experienced a cgm error 42 associated with their sensor. There was no adverse impact to the customer¿s blood glucose level. The caller was walked through a pump reset by technical support, after which the error did not reappear, allowing the customer to successfully start their sensor session.